Event description:
Report received from distributor (B) (4): reportedly, the shipping tube of catheter is not properly connected so that the connection between the grey and clear plastic is loose. Catheter will be sent back for evaluation..

Manufacturer narrative:
Customer report was confirmed. The catheter was returned in the shipping tube and the shrink seal has not been opened. There is a bond failure between the clear adaptor and the gray shipping tube. There is only a small amount of adhesive visible on the clear adaptor.